Event description:
Nurse stated: "today I removed a dressing from a central line. The skin was very irritated around the edge of the dressing where the white tape is. It almost appears burned. In addition [patient] has an area that was actually ripped open from the previous dressing." Nurse also noted that two other patient with that dressing had experienced similar irritation at the dressing site; those patients were being treated at a neighboring cancer center but had had ports inserted at our hospital. Both of those patients are females in their 50's and being treated for breast cancer. [One of the cancer center patients is a relative of the nurse making the report.] Manufacturer response for cvc dressing change tray, centurion cvc dressing change tray (per site reporter): awaiting call back from manufacturer's representative.